Event description:
On (B)(6) 2019 at about 3 pm est I was walking through (B)(6) with my son. I am a medtronic 670g insulin pump user and felt my blood sugar dropping. The last thing I remember is walking from the toy section to the front for a regular soda when according to surveillance camera and witness, that I went into a full grand-mal seizure. Ems does advise my blood glucose was low and I suffered a severe head injury which I am still dealing with also a bi-lat eye complete swelling. FDA safety report ID# (B)(4).